Event description:
It was reported that a caller encountered alarm 2 and alarm 26, followed by an occlusion issue with their insulin pump. There was no reported impact on the customer's blood glucose level due to unavailability of specific information. The customer was guided by technical support to perform several troubleshooting steps, such as disconnecting tubing and replacing the cartridge. Despite the attempts, the occlusion alarms recurred, so technical support decided to replace the pump. The customer, who was under warranty, was provided with instructions for using a backup therapy and on returning the pump, which they understood and acknowledged.